Event description:
The customer reported obtaining erroneously high sodium (na), chloride (cl), and carbon dioxide (co2) results from one (1) patient sample from the unicel dxc 600 synchron system, following service actions performed on the instrument for the event which occurred on (B)(6) 2013; please refer to medwatch report #2050012-2013-00820 for the report of the event which occurred on (B)(6) 2013. This report references the event which occurred on (B)(6) 2013. The customer indicated that the erroneous results were reported out of the laboratory. The customer repeated the sample on an alternate dxc analyzer and issued an amended report. The customer did not report of any change or affect to patient treatment in connection with this event. The customer reported that quality control (qc) results prior to the event were within the laboratory's established ranges but had been exhibiting some imprecision. A review of the customer's qc data indicates that the instrument generated high na qc fliers on the day of the event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site on (B)(4) 2013 and found bubbles in the ion selective electrode (ise) buffer reagent section of the ratio pump. The fse replaced the ratio pump to resolve the issue.